Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have to charge often and are a long term client of the stimulators. Patient stated that the new implant battery does not have the output potential like their old implant battery did; patient added that the implant battery also did not have the same pain coverage and instead had pain coverage that was out of reach and so they had to be reprogrammed a lot. Patient noted that they have to charge every other day but were told that they could charge every other week to 2 weeks. Patient mentioned that they are back on morphine and have many problems with the stimulator. Patient noted that they work with a rep and that they last saw them 6 months ago; patient added that the new implant has caused them many issues. Agent documented the reported events. On 2024-jun-26 the rep reported they are meeting the patient on (B)(6) 2024. On 2024-jul-02 the rep reported they met with the patent. Impedances were checked and revealed contact #5 was >40,000 ohms. The patient indicated they fell late last year, date unknown. This is the only external/environmental factor that may have contributed to the possible impedance issue. Current programming was using this contact. Reworked both groups a and b and recaptured excellent coverage and stimulation. It is suspected that the high impedance was contributing to the change in charging frequency. The patient showed up to the appointment with only 20% battery level, so checking the recharge interval was not an option. However, patient has not had any further charging complaints since the appointment. This issue is now resolved.